Manufacturer narrative:
A dissection was observed during use of the stellarex device. Additional intervention was required to treat the patient, thus resulted in a prolonged procedure. Stellarex 0.035 otw drug-coated angioplasty balloon, paclitaxel drug, 3.9 mg, therapy date:(B)(6) 2018, the stellarex 0.035¿ otw drug-coated angioplasty balloon is indicated for the treatment of de-novo or re-stenotic lesions in the lower extremities to establish blood flow and to maintain vessel patency. Lot #: ffx17b01a, expiration date: 02/24/2019, (B)(4). (B)(6). PMA number is not applicable. The device is commercial product with a ce mark. Combination product is applicable. The device was disposed, thus no product evaluation was performed. Per the IFU, vessel dissection is listed as a potential complications/adverse events of the procedure.

Event description:
It was reported through a clinical study that on (B)(6) 2018, a patient underwent an index procedure of a 70 mm, 90% stenotic lesion of the left mid sfa. The lesion was pre-dilated using a 05 x 40 mm pta balloon and inflated to 8 atm. A 05 x 120 mm stellarex catheter was used to treat the target lesion and inflated to 8 atm for 3 minutes, resulting in a residual 10% stenosis. It was reported that during the procedure, a grade c dissection was discovered after dilation. The dissection was treated with bail-out stenting using a bare metal stent. The physician indicated this is likely related to the study device or procedure.